Event description:
Account reports three incidents in which leakage occurred "at the junction of two ports" during infusions of tpn and lipids. Leakage occurs approx. 6-10 hours in usage. Reporter stated there was no pt compromise, leakage noted immediately because "we check our lines every hour".